Manufacturer narrative:
Insulin pump passed the displacement test. Hardware low level failures, variable 3, alarmed during self test and was confirmed in insulin pump history file due to cold/cracked solder joint found on pin 6 of the ambient light sensor. The audio tone/vibrate feature on the insulin pump functioned properly during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device was no longer beeping during the alarms and alerts. The customer¿s blood glucose during the incident was unknown. The device did not pass troubleshooting. The device will be returned for analysis.